Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient received several inappropriate shocks and the caller stated it is believed the shocks were due to a inappropriate device programming. Additional information was received one week later stating this system was subsequently explanted due to possible infection.